Event description:
Unusual and potentially dangerous compressed gas backfeed incident. Occurred due to improper use of bird fi02 blender. Oxygen entered hospital's compressed air system affecting one pt by causing erratic oxygen percentages delivery while on mechanical ventilation.